Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 12 days post implant the pt expired due to complications of a cerebral hemorrhage. The pump was not explanted.

Manufacturer narrative:
The pump will not be returned to the MFR for evaluation, as the pump was not explanted from the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the reported hemorrhagic stroke could not conclusively be determined. However stroke is listed in the device¿s approved labeling as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information indicated that the inr at the time of the event was 1.5-1.6. It was noted that the event was not pump related due to sub-therapeutic inr. An autopsy was not performed and the pump functioned as intended. The device was not returned.